Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the pressure in the fluidics system was high. High pressure could lead to probe drip and contamination of reagents. The fe performed all appropriate adjustments are returned the instrument to expected operation. The customer performed qc testing without any issues. The cause of the high pressure is unknown.

Event description:
The customer observed false positive test results while performing antibody screen testing with 0.8% selectogen cell lot# vs128 on the ortho provue analyzer. Customer retest of the same samples in manual gel method using the same lot of reagent red blood cells from a different set and negative reactivity was obtained. False positive results could lead to erroneous physician action. Customer indicated erroneous test results were not reported.